Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate/sense channel of this transvenous defibrillation lead. Attempts to recreate the noise through isometric exercise were not successful. A guidant technical services (ts) consultant discussed possible sources for the noise, including diaphragmatic oversensing. To date, there have been no reported patient symptoms associated with this clinical observation.